Event description:
It was reported by the affiliate that during a lap adrenalectomy procedure, the hand activation stopped working on two pairs of shears, it worked while out of the pt, but not when the surgeon had tissue between the jaws. The hand piece has been tested and was found to have normal pm and impedance values. Not noted how case completed. No pt consequence.

Manufacturer narrative:
Evaluation summary: device a and b were received in good condition and no visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The devices were tested on a generator and no error codes were received. Upon further testing with a generator it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instruments.